Event description:
It was reported that the lead exhibited noise. The lead was explanted.

Manufacturer narrative:
Final analysis found an insulation abrasion at 16.0 cm to 17.0 cm from the connector pin. The lead abrasion is consistent with that caused by friction to the device can.